Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported that leakage was observed from the vamp flex syringe connection during use. Reportedly, there were no patient complications or injuries reported.